Manufacturer narrative:
MDR filed late after becoming aware of additional information. Complaint was not processed (received and investigated) in a timely manner. Insulet corporation is submitting this MDR after the 30 day requirement. The reportability associated with the event changed from its original "not-reportable" determination to "reportable" after additional information was received. The returned device was evaluated and performed as designed. No bend or kink was observed in the cannula. No malfunction or other product condition that would have contributed to the reported hyperglycemia was found. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The patient's blood glucose level reached 348 mg/dl after wearing the pod between 1 and 4 hours. The pod was deactivated and the customer noticed that the cannula was bent. The patient's insulin history are as follows: (B)(6).